Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the lifevest. The patient reportedly had the rash prior to wearing the lifevest, but the lifevest was irritating the rash further. The patient's physician recommended to use a cream on the rash. The patient reported that the cream was helping. The patient was also given an allergy medication and a steroid, which helped with the itching. Follow-up indicated that the rash had improved.